Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to subsidence of the femoral stem (possible cause or contributor for subsidence unknown). The accolade ii stem and a femoral head were revised to a restoration modular stem construct and femoral head. Rep confirmed that there are no allegations against the femoral head, and reported that no further information will be available.